Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h2, h11. Upon further evaluation, it was determined that the reported event no longer meets medical device reporting requirements. The initial report was submitted in error.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient had a diagnostic catheterization procedure at an outside hospital. Post procedure, the patient decompensated and coded. Extracorporeal membrane oxygenation (ECMO) and impella cp were placed and the patient was transferred to another hospital for continued care. On arrival to cardiovascular intensive care unit (cvicu), a transesophageal echocardiogram was performed and a kink was noted in the proximal portion of the cannula, with inability to increase flows above 0.6. The decision was made to take the patient back to the catheter lab and replace the pump. The guidewire re-access port was utilized and a new 14fr (french) sheath was placed. The left ventricle was accessed with the pigtail, and the guidewire was switched for the 0.018. The impella was backloaded and advanced into the left ventricle. The wire was removed and the impella was started at p3 with flows of 1.6. The peel away sheath was removed and forward tension sutures placed. The patient was sent to the cardiovascular intensive care unit to rest on impella.